Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that the insulin pump smelled like insulin. Troubleshooting was performed and the insulin pump passed the self test, but the customer found insulin leaking past both o-rings. Nothing further was reported.